Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that right plunger case was cracked and missing a portion of bottom case seal on front right corner. During the power up process, check and test force sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be a combination of force sensor and plunger cable. Replaced force sensor and plunger cable. Performed power up process and all functional testing which passed.

Event description:
It was reported that there was a base hardware failure. No patient injury was reported.